Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't recognize batteries) has been confirmed. Upon investigation the charger was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the battery board and bedside board. The root cause for the contamination was ingress of an unknown liquid. No adverse event result from the contamination. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his charger wasn't detecting inserted batteries. The patient was issued a replacement battery charger/modem.